Manufacturer narrative:
The device evaluation was completed on 13-mar-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. Device history record evaluation was performed for the finished device 50000246number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when inserting the introducer into the vizigo¿ sheath, it appeared that the hemostatic valve was damaged. They reported that the hemostatic valve rubber component was not aligned with sheath, and the valve was leaking back. The vizigo¿ sheath was replaced, and the issue resolved. The procedure continued. No adverse patient consequence was reported. Additional information was received on 24-feb-2023. The vizigo¿ had a breached hemostatic valve, and upon closer inspection, it was apparent that there was blood back pressure that would drip out the hemostatic valve. Due to the issue surrounding the hemostatic valve, the physician requested a new sheath. The sheath was used in a patient, and there were no patient consequences. Treatment only consisted of replacing the vizigo¿ with a new one. The approximate amount of blood lost is unknown, however bleed back was not significant at all, and the approximate amount of blood loss is minimal (<10ml), as it was only a drip. The hemostatic valve separation is MDR reportable to the FDA.